Manufacturer narrative:
Additional information was added to h4 and h6: h4: the lot was manufactured from august 27, 2020 - august 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused during patient infusion. It was further reported that the medication infused in thirty hours rather than the expected therapy time of forty-six hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.